Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the cartridge luer lock. The customers blood glucose level was not impacted. No troubleshooting could be performed as it was indicated that the customer chose to continue to use current cartridge.